Manufacturer narrative:
(B)(4).

Event description:
It has been reported that a revision surgery occurred due to quadriceps tear, following initial surgery of the right knee on (B)(6) 2015. Visionaire cutting block was reported to be the main suspected contributor to the ae. Surgeon complained about post-op range of motion while also noting that no problems with alignment were perceived.